Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for a routine follow up. During the follow up, it was discovered that the pulse generator had stored episodes of non-sustained right ventricular oversensing alerts that indicated no atrial capture and competitive pacing. It was noted that the atrial lead exhibited high capture threshold and loss of sensing. The right ventricular lead also exhibited an increase in capture threshold. The physician increased the output for the right ventricular lead to maintain a good safety margin and made no changes to the atrial lead as the patient was not dependent on pacing. The patient was doing well following the visit. Related manufacturer reference number: 2017865-2019-14411.